Event description:
The customer reported via phone call that he experienced low blood glucose levels of 40 mg/dl. The customer had also received weak signal alerts, sensor error alerts and calibration error alerts. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer stated that insulin pump activated the threshold suspend feature with a sensor glucose reading of 50 mg/dl when his actual blood glucose level was 80 mg/dl. The customer performed troubleshooting for the weak signal alert. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.